Event description:
New information received notes the lead was capped.

Event description:
It was reported that externalized conductors were seen under fluoroscopy. No electrical anomalies noted on the lead. No decision has been made yet to replace lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.